Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 2 patients tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. Patient 1 initial tsh result from the e602 module was 42.27 uiu/ml. This result was reported outside of the laboratory, and the physician complained. The sample was repeated in another laboratory using the siemens, advia centaur xp method and the result was 3.8 uiu/ml. On (B)(6) 2017, the patient sample was repeated at another laboratory using an e601 module and the result was 43.33 uiu/ml. On (B)(6) 2017, patient 2 (female with date of birth of (B)(6) 1965) initial tsh result from the e602 module was 8.13 uiu/ml. This result was reported outside of the laboratory where it was questioned by the physician because on (B)(6) 2017, the patient had a tsh result from a previous sample on the e602 module of 0.69 uiu/ml. On (B)(6) 2017, the sample from (B)(6) 2017 was repeated at another laboratory using an e601 module and the result was 7.95 uiu/ml. On (B)(6) 2017 the sample from (B)(6) 2017 was repeated on the e602 module and the result was 8.31 uiu/ml. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The customer is wondering if the issue is caused by an interference in the patient samples.

Manufacturer narrative:
Both patient samples were investigated further. During chromatographic analysis macro-tsh was detected in the sample for patient 1 which most likely caused the high tsh results. Macro-tsh was not detected in the sample for patient 2. Product labeling states that the presence of auto-antibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high tsh results. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. The reagent performs within specification. No product problem was found.

Manufacturer narrative:
A sample from each patient was submitted for investigation. The customer's high tsh results were reproduced in both samples. No interfering factor was identified in either sample. The investigation is ongoing.